Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of service.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg had reached end of service. Surgical intervention was undertaken on (B)(6) 2024 where in the patient's ipg was explanted, replaced, and therapy was restored.